Event description:
Vent shunt down several times. Displayed restart during transport at chop. The vent did alarm. Power source at the time of the event was internal and external battery. Accessories unsed: hme. No pt harm.